Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was not responding. The customer reported that the drive support cap was completely out of the insulin pump. The customer's blood glucose was 375 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken off half of end cap, damaged cracked motor flex traces, bleeding lcd glass and missing the drive support disk. Unable to perform the functional testing, including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd anomaly. The insulin pump had cracked case at the display window corner, minor scratched display window and cracked case near the battery tube.